Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that communicator wouldn't quit flashing the ble and battery lights. Tried resetting the communicator multiple times, plugging into the power and tried connecting to the dbs app but lights would not quick flashing. Ts sent email to repair for replacement. Redirected the nurse to page a rep to see if someone can come tonight or tomorrow to get pt's implantable neurostimulator (ins) turned back on so pt doesn't have to be without stimulation any longer. Pt has been without stim for 16 hours.